Event description:
On (B)(6) 2023 patient was admitted after having an allergic reaction to valacyclovir for shingles infection. On (B)(6) 2023 patient pulled out his peritoneal dialysis catheter. On (B)(6) 2023 patient underwent laparoscopic peritoneal dialysis catheter to place a new catheter and was discharged on (B)(6) 2023. Patient returned to the emergency room on (B)(6) 2023 after developing swelling and pain near the catheter insertion site. CT imaging of the abdomen pelvis showed evidence of two separate peritoneal dialysis catheters within the lower abdomen. Patient returned to surgery on (B)(6) 2023 and fragment was removed.